Manufacturer narrative:
Batch review performed on 12 november 2018 lot 181901: (B)(4) items manufactured and released on 06 june 2018. Expiration date: 2023-05-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with a similar reported event.

Event description:
About 1 month after primary the surgeon revised the patient joint for an infection. Only liner swap. The surgery was completed successfully.